Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge alarm 19 occurred during bolus delivery. The user's blood glucose level was 157 mg/dl. Reportedly, the user successfully reloaded the cartridge. Recommendation was made to load a new cartridge.